Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. The evaluation findings are as follows: it was confirmed that one of the forceps' jaws had broken off (and the broken jaw was not returned with the device). Additionally, the insulation on the intact jaw appeared to be peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the issue (broken jaw) was found to be linked to a specific jaw lot. A CAPA (CAPA-201438) was opened, and a stop shipment was initiated due to the investigation findings. This supplemental report includes an update to h3 from the previous submission. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that olympus received the device and confirmed the correct lot number.

Event description:
The customer reported to olympus that during an unspecified therapeutic gyne procedure using the cutting forceps, one of the jaws broke while inside the pelvic cavity. The device was withdrawn and broken piece was retrieved and checked for completeness. The pelvic cavity was checked and there was no retained fragments. The procedure delayed for five minutes and was completed using a similar device. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.